Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred on an unknown infusion pump coincident with the use of a one-link solution set. This occurred during patient infusion. The reporter stated that the occlusion alarm cleared when the set was changed. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.